Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number [1416980-2023-04938. All information can be found under manufacturer report number 1416980-2023-04938. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported three (3) clearlink, paclitaxel sets leaked from the pump segment. The events occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become